Manufacturer narrative:
The hill-rom technician found the nurse call not functioning due to dead batteries. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Every five years, the bed exit tape switches should be replaced by facility-authorized maintenance personnel. Ensure the bed exit system works properly. Replace worn or defective parts as needed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the batteries to resolve the issue. Based on this info, no further info is required.

Event description:
Hill-rom received a report from the account stating the beds nurse call is not working. The bed was located at the account in the storage trailer. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).